Manufacturer narrative:
Additional common device name; hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon removed hardware due to pain. The surgeon was reported to have removed 2 variable angle plates, two cannulated screws and 6 variable angle screws. One of the variable angle screws tip of the head broke the remaining shaft was removed. (B)(4).